Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call to have received a failed battery test alarm. Customer's blood glucose was 312 mg/dl. After troubleshooting, customer was not able to clear alarm. Customer reported of putting same battery back in to run test. Customer was advised that put in new battery as failed battery would be received. Customer would call back when in receipt of new batteries.